Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Caller received complete pump reset information, successfully walked through the pump reset, and started their sensor session without encountering the error code again.